Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor feed thru anomaly, shorting across insulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 1000.00mcg/ml at 202.0mcg/day lot number 2158-103a via an implantable pump. The indications for use were intractable spasticity. The healthcare provider contacted the company representative to report that the patient had called with a report of multiple pump alarms but not with consistent intervals. The patient was going to be seen by the healthcare provider in the clinic that day (B)(6) 2016. The healthcare provider was instructed to interrogate the pump being sure to read the logs. The patient was not experiencing loss of drug efficacy at the time. The pump interrogation showed that the pump had 3 motor stalls and subsequent motor stall recoveries. The healthcare provider planned to contact neurosurgery for recommendations. It was further reported that per the healthcare provider since (B)(6) 2016 the patient has had intermittent motor stalls and motor stall recoveries. The healthcare provider stated that today the patient has complained of increased spasticity. Currently the motor stall has recovered. The healthcare provider denied the patient was exposed to any emi or magnetic interaction. Additional information received reported that the replacement surgery was planned for (B)(6) 2016. Per the print report a motor stall occurred (B)(6) 2016 at 06:55 and a motor stall recovery occurred (B)(6) 2016 at 07:55, a motor stall occurred (B)(6) 2016 at 12:28 and a motor stall recovery on (B)(6) 2016 at 12:44, a motor stall occurred (B)(6) 20016 at 22:47 and a motor stall recovery on (B)(6) 2016 at 22:55, a motor stall occurred (B)(6) 2016 at 08:57 and a motor stall recovery occurred on (B)(6) 2016 at 13:01, a motor stall occurred (B)(6) 2016 at 18:56 and a motor stall recovery occurred on (B)(6) 2016 at 20:05, a motor stall occurred (B)(6) 2016 at 21:28 and a motor stall recovery occurred (B)(6) 2016 at 22:14, a motor stall occurred (B)(6) 2016 at 00:29 and a motor stall recovery occurred (B)(6) 2016 at 00:35, a motor stall occurred (B)(6) 2016 at 08:10 and a motor stall recovery occurred (B)(6) 2016 at 08:18, a motor stall occurred (B)(6) 2016 at 13:25 and a motor stall recovery occurred at 14:23, a motor stall occurred (B)(6) 2016 at 18:27 and a stopped pump period may exceed tube set message on (B)(6) 2016 at 18:27. Additional information received from the healthcare provider reported the cause of the motor stalls was not determined and the healthcare provider thought the issue had been resolved.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. Conclusion code no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.